Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a dialyzer blood leak occurred near the end of a patient¿s hemodialysis (hd) treatment. Reportedly, the blood leak was visually observed in the dialyzer. Additional information was obtained via follow-up. The patient¿s blood was being returned when the machine, a fresenius 2008k2, alarmed with a blood leak alert. The blood leak was confirmed to be internal, and visible in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. No visible damage was identified on the dialyzer. After the machine alarmed, the treatment was halted and ended early. The remainder of the patient¿s blood was not returned; estimated blood loss (ebl) was reported to be 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Although the patient did not complete their treatment, there were no adverse consequences, and the patient did not require additional treatment. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.